Event description:
The customer states that an axsym bhcg result of 1.0 miu/ml; was reported on a pt in 2004. The pt was redrawn the next day and the axsym bhcg result was 14,000 miu/ml. The sample from the same day was then recentrifuged and retested yeielding an axsym result of 16,000 miu/ml. No impact to pt management was reported.